Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance, it was observed that the nut on the cpu tray had been ripped off. Requested a parts order for a cpu tray replacement for the repair. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing